Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the script was completed with limited information. However, migration has occurred. The stimulator is used to treat pain. The cause of the new pain is migration. However, the cause of the migration is unknown. Therefore, conclusion has been selected as no problem/fault found.

Event description:
The patient reported that the device had migrated superficially and they are feeling new pain. However, the patient is still getting great relief, and there are no plans to perform a revision/explant procedure at this time.